Manufacturer narrative:
Investigation found no hazard alarms, timeouts or drive stalls present in the download data. The device was reset, connected to a pdm and delivered a 5-unit bolus with no issue. Investigation found a kink in the exposed portion of the soft cannula. Fluid path testing showed that insulin was able to pass out the distal tip of the soft cannula. The device download data shows no increase in pulse widths or signs of struggle during the run that would indicate a fluid path occlusion. Although the cannula was damaged, the timing and cause of the damage is unknown.

Event description:
It was reported the patients blood glucose level rose to 329 mg/dl while wearing the pod between 1 and 4 hours on the abdomen.